Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter that the patient was hospitalized for "dizziness and paleness and near passing out." The daughter also reported that she didn't think that the pacemaker "kicked in". The daughter was concerned that the physician did not want them to send a carelink transmission. The device remains implanted. There were no further patient complications reported as a result of this event.